Event description:
Rn tested blood glucose on suspect device and it read 20mg/dl. Glucose was given to pt by IV. Same blood sample was tested on a different device and blood glucose read 80 mg dl. Glucose controls were run on both devices and were in range.